Event description:
The greenlight moxy fiber was returned with minimal information. There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture at the bevel edge can rotate independently of metal cap; the metal cap exhibits severe detritus adhesion and appears bent; the outer flow tubing exhibits mild contamination. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.